Manufacturer narrative:
The devices associated with this report were not returned. Review of the as400 system show that 8 other devices from both of the reported lots have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address poly wear, osteolysis, and subsidence of the talar component into flexion.